Event description:
During a remote follow up, inappropriate therapy was observed on the device. No malfunction was alleged on the device. It was suspected the inappropriate therapy was due to undersensing due to the programmed settings of the device. Technical support was contacted and oversensing was also observed. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.